Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock on at least two different occasions due to t-wave oversensing and significant morphology changes. Technical services (ts) was contacted, and ts discussed the episodes and programming options with the field representative. The s-ICD system remains in service. No additional adverse patient effects were reported.